Event description:
It was reported that the device and leads were explanted and replaced with a competitor device system due to tricuspid valve regurgitation. There were no known infection or malfunctions. There were no adverse health consequences, the patient was stable.

Event description:
New information indicated that the physician did not state they believed the device or leads caused or contributed to the tricuspid valve regurgitation.